Event description:
It was reported that cadd extension sets, alarm no disposable, clamp tubing. Changed cassette and no issue. No patient injury reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: picture one (1) show a cassette product from part number 21-7302-24 in used conditions, with slide clamp activated, with blue clip and with red cap. Picture two (2) show the front view of cassette product from flow stop model without blue clip. Picture three (3) show the ay bag neck section from a flow stop cassette model. Picture four (4) show the top view of a cassette product. Samples received: sample consist in one (1) cassette received in used conditions without its original packaging and inside in a plastic bag. Visual inspection results: sample was received with blue clip and with red cap and with a damaged in the pump tube however no leaks created. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms was activated. Complaint is not confirmed. The cause of the reported problem could not be determined.